Event description:
Same case as #6000089-2005-01848. During a coronary drug eluting stenting treatment procedure, stent damage was found. Two taxus express2 2.75x16mm drug eluting stents were unable to be used because stent system had "burr" on stent. No patient complication occurred. Patient status is satisfactory.